Event description:
It has been reported to philips that the system was switched off itself. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the mpdu unit. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system switched off itself. Upon further troubleshooting action, field service engineer (fse) found problem with the mpdu unit. The fse replaced the mpdu control board. After replacement of mpdu control board, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.